Event description:
The patient called to report that the pt was not feeling well and the pt used the suspect device to check the pt's blood glucose and obtained a result of 118mg/dl. The pt then called the pt's family member, who, in turn called 911. Paramedics arrived and they tested the pt's blood glucose on their meter and the reading was 59mg/dl. The emt's then gave the pt some kind of shot and took the pt to the e.r. The pt was further treated for hypoglycemia in the e.r with an IV. Glucose controls were not in use. The suspect device was replaced with new product and authorized for returned to the MFR for eval.